Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had a full hysterectomy last week') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("hot flashes since essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and hot flush outcome was unknown. The reporter considered hot flush and medical device removal to be related to essure. The reporter commented: have to be on hormone therapy the rest of my life. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and hot flush. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu received from social media. Reported information was added. Additional reporter was added. New event of hot flashes was added. Narrative updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had a full hysterectomy last week') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: have to be on hormone therapy the rest of my life. Concerning the injuries reported in this case, the following one/ones were reported from social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.